Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2023. On the same day the sensor was inserted, the patient noticed inaccurate readings (no values provided). On (B)(6) 2023, the patient was still noticing inaccurate readings. She stated she was shaking and almost passed out after eating lunch. She decided to go to the hospital to have her blood sugar monitored. She stated that the nurse and doctor adjusted her basil insulin on her insulin pump to ensure that she was not receiving too much insulin. After being monitored at the hospital, she went home on (B)(6) 2023. The patient stated she did not know what her readings were during her hospital stay and there was no report of what treatment was provided in the hospital besides being monitored. At the time of the report, the patient was doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).